Event description:
Nurse stated that when she entered residents room she found residnet had cut her leg, nurse throught that resident had cut leg on wheelchair, there was traces of blood on the footrests, but was not known if accident caused by footrests. Resident was sent for treatment soon after the accident.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, invalid data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.